Event description:
The patient contacted lfs alleging inaccurate high readings on their verio iq meter. The patient obtained a result that was 75 mg/dl on the verio and a 28 mg/dl on another device. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was done and the test strips fell out of range with the control solution. The product was replaced. The complaint is being reported since the difference between the 2 readings are greater than 20 mg/dl or 20 %.

Manufacturer narrative:
(B)(4): the meter passed testing and results met specification. No faults were found and the meter functioned properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strips were evaluated and no faults were found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.